Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for na electrode (na) and cl electrode (cl) on a cobas pro ise analytical unit. The initial na result was 144.1 mmol/l. The repeat result was 157.4 mmol/l. The repeat result from a different cobas pro analyzer was 141.2 mmol/l. The initial cl result was 107.2 mmol/l. The repeat result was 119.3 mmol/l. The repeat result from a different cobas pro analyzer was 106.8 mmol/l. The initial results were reported outside of the laboratory where the doctor questioned them. The repeat results from the other cobas pro analyzer were believed to be correct.

Manufacturer narrative:
The na electrode lot number was bhn00 with an expiration date of 16-nov-2025. The cl electrode lot number was bph45 with an expiration date of 19-oct-2025. Calibration was last performed on (B)(6) 2025 with acceptable results. The sample was spun down for 8 minutes at 4500 revolutions per minute (rpm). This spin time may be shorter than recommended and the spin speed may be faster than recommended. Abnormal aspiration errors were observed on the alarm trace data. These are an indication of possible poor sample quality. The field service engineer (fse) found an issue with the degasser. The fse replaced the degasser, the sipper nozzle and the pinch tube. Ise checks were performed and the customer completed calibration and qc successfully. The investigation determined the service actions resolved the issue.